Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number (1627487-2019-13689).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak during the scs trial, when the needle was used to puncture. The procedure was aborted and patient reported headache post-trial procedure. A blood patch was performed which resolved the headache.